Event description:
It was reported that the caller could not get surface ECG recordings on the programmer. Several ECG vectors were tried, the cable connection established, surface patches attached and no surface noise or waveforms were available for review. The caller will attempt a different set of cables, and if same results occur, will contact their local sales representative for a programmer evaluation. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).